Event description:
Received a notice of a fire that occurred in a home where a power chair was located. A fatality occurred due to the fire.

Manufacturer narrative:
The device serial number and device manufacture date has been updated. The device and scene were evaluated and it is the opinion of our experts that the product was not the cause of the fire.

Event description:
Received a notice of a fire that occurred in a home where a power chair was located. A fatality occurred due to the fire.

Manufacturer narrative:
The device serial number and device manufacture date is not available at this time. A follow-up report will be issued if more information becomes available.